Manufacturer narrative:
1 of 2. Other related MDR # 3004193489-2015-00155. Test strip lot # 1020215082; expiration date: 03/31/2017. Control solution lot # none. Per label copy/ package insert. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.

Event description:
Note: the sequence of events reported by the consumer does not align with the date details provided. The specific date of the incident in question is unknown. Consumer called to report his "meter gave him a high blood glucose result that he had to take an extra 30 units of insulin." It was reported to nova biomedical that a consumer performed a blood glucose test on (B)(6) 2015 at 6:07 pm getting result of 430 mg/dl. The consumer stated he administered an 'extra 30 units of insulin' based on that result. During the call to customer support, it was revealed that the consumer did perform a control solution test for integrity before use their initial test strips as instructed in our directions for use; however, consumer used competitor's control solution. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. According to the consumer, his doctor discarded the meter in question as well as another meter and provided the consumer with two other nova max link meters which are not involved in this reported event.

Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Not returned to manufacturer.